Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit not only is showing alarm 316 & 401, but alarm 240, 241, 324 and 389. There was no patient involvement reported.

Manufacturer narrative:
H3: finding/root cause: the suspect device/part was not returned for evaluation; however, the customer did provide the log files. Through communication and log file review, it was determined that the that the blower is defective and needs to be replaced. The customer's reported complaint was able to be confirmed.

Event description:
Additional information received indicates that the customer was able to provide logfiles for further investigation.